Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking knob on the sagittal saw attachment is stuck and does not open completely to exchange the saw blade. This is report 1 of 1 for complaint # (B)(4).